Manufacturer narrative:
Investigation findings: the finished good contained raw material (B)(4), lot number 31720177x. The product is supplied by covidien. (B)(4) has been issued. On 09/09/2014 an attempt was made to contact the reporting customer in reference to the sample availability. No further info is available at this time. Will provide follow ups if info becomes available.

Event description:
The cautery pencil's tip caught fire while in use. Dr quickly took it off the field and soaked in water. There was no harm done to the pt or staff member. The cautery pencil came in the general major pack lot #33204659. Event did not reach pt. Flame developed on tip of cautery during test of pencil by surgeon. Immediately extinguished with water. Sequestered, along with bovie pad, and paperwork to be examined by biomed.